Event description:
It was reported that (1) tsw35 was used during a laparoscopic appendectomy procedure. It was reported by the rep that a laparoscopic appendectomy was performed on a pt and the appendix was transected with a tsw35 stapler. The staple line appeared to be intact. However, post-op the pt developed an infection requiring reoperation. The proximal stump was found to be open with stool spilling into the abdomen. The appendix was purse stringed and a catheter was positioned for drainage of the hole in the cecum. The pt is currently recovering. The second operation was also laparoscopic.